Event description:
It was reported that the pump module was infusing a continuous dose of chemotherapy at a rate of 13ml/hr., on the morning of (B)(6) 2023. The intended rate was reportedly 12.5ml/hr. With volume to be infused 300ml.the following infusions were running at the time of the event: ifosfamide 2535mg, mesna 1521mg, and nacl 0.9%. However, it was found to be running at 24 ml/hr. "Exact rate unsure". Upon discovery, the rate was changed back to the "directed" rate. The event occurred between 1700 on 03 october 2023 and 1130 on (B)(6) 2023.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd